Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing high impedances on one the spinal cord stimulation leads. Reprogramming was attempted several times, but was unsuccessfully sustainable, as it was causing inadequate stimulation. The patient underwent a revision procedure where the lead was replaced. The patient was doing well post-operatively. The explanted lead was retained by the facility and was not returned to bsc.